Event description:
Additional information received reported that the outcome was good for the patient.

Event description:
It was reported that the patient had experienced shocking/jolting sensation. Reprogramming was required as a result of the event. Impedance testing, x-rays, and reprogramming had been done for diagnostic testing/troubleshooting. It was stated that the issue was not resolved and the cause of the issue was not determined. It was reported that the patient had observed painful feelings in the area of the ipg (implantable pulse generator) with increasing the amplitude up to 3v in monopolar mode. It was stated that the fasciculation of the pectoralis had appeared and the pain increased. After changing the stimulation to the bipolar mode, the patient stopped suffering from muscle pain. Patient status at the time of this report was alive with no injury. Burning sensation at the device pocket was noted as patient symptom/complication associated with this event. It was stated that patient's hcp (healthcare professional) was looking for other ways to find the solution to continue the therapy in monopolar mode and that he didn't want to replace the ipg at the moment.

Manufacturer narrative:
Concomitant medical products: product ID: 3389, lot# 0206472060, implanted: (B)(6) 2013, product type: lead. Product ID: 3389, lot# 0206389657, implanted: (B)(6) 2013, product type: lead. Product ID: 37085, serial# (B)(4), implanted:(B)(6) 2013, product type: extension. Product ID: 37085, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). (B)(6).